Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the b5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not work. There is no additional information available from the account.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at first, the gas was not insufflated through the h12lp. A b5lt was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.